Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use. The technical service representative (tsr) determined the home patient (hp) had disconnected to go to the bathroom but didn't press stop because the hc was in dwell. The tsr educated the caregiver (cg) to explain the importance of pressing stop even if the hc was in a dwell. Per the troubleshooting performed by the technical service representative (tsr), the hp reported being connected at the time of the alarm. The hp did disconnect prior to the alarm. The hp stated when they disconnected, they forgot to press stop on the machine. The tsr had the cg cycle the power off/on. The tsr advised the cg to dispose of current supplies attached and either continue with manual bags or all new supplies. Nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The technical service representative (tsr) determined the home patient (hp) had disconnected to go to the bathroom but didn't press stop because the hc was in dwell. The assignable cause is use error - patient disconnected from set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.